Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had bad illumination before the surgery. There was no patient involved.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 23, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Table top illuminator and lamp were received for evaluation. A visual assessment of the returned samples revealed a broken lamp and cracked aspheric collimating lenses in both ports. It cannot be ruled out that the cracked lenses were a result of the broken lamp. Lamps that exploded in the module can result in a crack lens. The root cause of the reported event can be attributed to a broken lamp and cracked aspheric collimating lenses. However, how or when the components became nonconforming cannot be determined conclusively. (B)(4).